Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during a brevera procedure, the user experienced a tissue acquisition issue. The user reports that the second site of a two-site biopsy procedure was rescheduled due to inadequate tissue collection at the first site. It is reported that the patient will require a new incision and pain mitigation medications at a later date. A field engineer was dispatched to examine the equipment under a related case and found the issue to be related to the needle lot. Additionally, it is reported from the field engineer that no further errors occurred after the needle was changed. The field engineer reports that the system meets manufacturer specifications.